Event description:
Additional information was received that indicated there was no known manipulation or trauma. X-rays will not be sent to the manufacturer for review. The surgical notes were not in electronic form so the nurse was unable to review them at that time to determine if the patient had their lead replaced. The nurse reviewed clinic notes and was unable to find any record of high impedance before or after surgery. Good faith attempts for product return and additional information have been unsuccessful to date.

Event description:
Additional information was received with the model number of the lead.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a neurosurgeon that during generator replacement he was not able to interrogate the old generator due to end of service. However, after the generator was replaced, the surgeon communicated with the device and received high impedance message. The lead pin was removed and reinserted twice and the same diagnostic results were obtained. The test resistor was then inserted and generator diagnostics confirmed that the generator was functioning properly. The surgeon suspected that the lead was likely damaged, even though he did not observe any breaks or discontinuities on the x-ray. The surgeon only replaced the generator and will likely replace the lead in future. The new generator remained turned off.

Event description:
Generator replacement surgery occurred. The previous generator could not be interrogated before replacement and after a new generator was plugged into the lead it showed high impedance. The surgeon elected to implant the new generator and schedule the patient for a lead revision at a later date. No known lead replacement surgery has occurred to-date.

Event description:
It was later reported on (B)(6) 2018 that the patient¿s generator could not be interrogated, and was referred for replacement. No known surgery has occurred to-date.